Event description:
It was reported that during a laparoscopic lobectomy, some staples on the resected side were not deployed when the device was fired on the pulmonary vein at the first firing. Additional suture was performed. Although bleeding occurred, it was from the specimen side, so there were no adverse consequences to the patient. The staples of the patient's side were formed properly. Reinforcement material was not used. There was a possibility that the jaw clamped a suture (1-0). No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how much blood loss?---no information. How was the bleeding controlled? ---additional suture was performed. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. If echelon, during which stroke did the event occur? ---n/a. What other color cartridges were used before and after this event? ---the device was not used after this event. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the jaws clamped a suture at the firing. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.